Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported a 1cm inaccuracy while in a synergy cranial procedure. The surgeon placed electrodes and after registration he deemed they were accurate. Then went sterile while still tracking normally, the surgeon removed a very large bone flap. Placing electrodes, again, the surgeon went back to the skull and it showed being above the skin; at this point the surgeon alleged the inaccuracy anteriorly a few millimeters and medially to the left, less than 1 centimeter. It was reported that the reference frame was on the vertek arm solidly, no movement; the patient pinned tightly in the mayfield. There is no notation that the frame was bumped. The surgeon opted to complete the procedure with the continued use of the stealthstation s7 still noting the inaccuracy. There was no negative impact on patient outcome reported.